Manufacturer narrative:
The event occurred on an unreported date from (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and treated with cephalosporin (intraperitoneal) and unspecified antibiotics (intraperitoneal) for the event. After discharge from the hospital, the patient continued the cephalosporin (intraperitoneal) for treatment at home. The patient outcome was not reported. Pd therapy was ongoing. The reporter declined to provide additional information.